Event description:
The customer reported having high blood glucose for the past several days, and the insulin pump alarmed no delivery, but the call was disconnected. Called back the customer several times with no results. After receiving a letter, the customer called back and stated that the drive support cap was recessed. The customer stated that he have fallen on the floor while changing the infusion set, hit the wooden frame and had a black eye as he is on blood thinner medication. The customer was taken to the intensive care unit due to the blood pressure issues. The blood glucose level was over 280mg/dl. The customer also stated that he had a heart attack that caused him to be legally blind previously. The customer was in the hospital for four days and then released. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.